Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the delivery wire was returned advanced through microcatheter. The coil delivery wire was seen to be kinked/bent. The coil was seen to be detached from the delivery wire. The main coil was seen to be kinked and stretched. There was dried blood/procedural fluids seen along the coil. During functional inspection, the delivery wire was attempted to be advanced through the catheter without success, so the delivery wire was then retracted out of the catheter where it was found that the coil had detached from the wire once removed. The catheter was then flushed and a 0.0158" patency mandrel was advanced through pushing out the detached coil through the tip of the catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer was the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure. During the analysis coil delivery wire were seen to be kinked, the coil was seen to be stretched and kinked and detached from the delivery wire and there was friction felt within the catheter. In the case of this complaint it is most likely that when the device encountered friction within the catheter the damage was caused to the delivery wire due to handling and manipulation of the device and its probable the main coil detached due to the friction felt within the catheter during the clinical procedure. Therefore the as reported /as analyzed code "coil in catheter friction", as well the as analyzed codes "main coil kinked/bent", "main coil stretched" and "main coil prematurely detached/separated during use" will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as analyzed code "coil delivery wire kinked bent" will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
Analysis of the returned device found that the main coil (subject device) was prematurely detached during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.